Event description:
(B)(4).

Manufacturer narrative:
Examination of the returned devices confirms the extraction damage as noted in the initial reporting. No unusual wear is noted on the femoral head or acetabular component outside of the extraction damage. The tools or method used for the attempted extraction were not reported. Once the peripheral screws or locking pins are removed, rongeurs can be utilized to grab the liner and pull it out. There is a poly extractor that spreads to capture the ID of poly available. This is also in revision extraction sets. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(4) 2013: product/lot/reason for revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.